Event description:
Heart surgery [cardiac operation]. Case narrative: initial information received on 05-jul-2022 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On (B)(6) 2018, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection at dose of 2 ml thrice (lot - 6rsp0178; expiry date: unknown) (strength, indication: unknown). On an unknown date, after unknown latency, the patient was in the hospital because she had heart surgery. He did not recall when she had the surgery and did not provide any other information. This event was assessed as medically significant. The patient was hospitalized for this event. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results. This case is for the second injection. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (heart surgery). At time of reporting, the outcome was not recovered / not resolved for the event heart surgery. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 11-jul-2022: this case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product was assessed as not reportable depending on safety profile and mechanism of action of medical device. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Manufacturer narrative:
Sanofi company comment dated 11-jul-2022: this case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product was assessed as not reportable depending on safety profile and mechanism of action of medical device. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Heart surgery [cardiac operation]. Case narrative: initial information received on 05-jul-2022 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On (B)(6) 2018, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection at dose of 2 ml thrice (lot - 6rsp0178; expiry date: unknown) (strength, indication: unknown). On an unknown date, after unknown latency, the patient was in the hospital because she had heart surgery. He did not recall when she had the surgery and did not provide any other information. This event was assessed as medically significant. The patient was hospitalized for this event. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results. This case is for the second injection. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (heart surgery). At time of reporting, the outcome was not recovered / not resolved for the event heart surgery. Reporter causality: not reported company causality: not reportable. A product technical complaint (ptc) was initiated, and the results were pending for the same. Based on the information received on 05-jul-2022, the incident characterization field was updated to blank and radio button of other reportable side-effects was unticked. This information was amended.

Manufacturer narrative:
Sanofi company comment for follow up dated 03-aug-2022: follow up information received does not change prior case assessment.this case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product was assessed as not reportable depending on safety profile and mechanism of action of medical device. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Heart surgery [cardiac operation] . Case narrative: this case is linked to cases (B)(4). And (B)(4). (Multiple devices) initial information received on 05-jul-2022 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6).; country: (B)(6). Study title: patient support program involving synvisc. This case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On (B)(6) 2018, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection at dose of 2 ml thrice (lot - 6rsp017b; expiry date: unknown) (indication: unknown) on an unknown date, after unknown latency, the patient was in the hospital because she had heart surgery. He did not recall when she had the surgery and did not provide any other information. This event was assessed as medically significant. The patient was hospitalized for this event. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results. This case is for the second injection. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (heart surgery). At time of reporting, the outcome was not recovered for the event heart surgery. Reporter causality: not reported company causality: not reportable a product technical complaint (ptc) was initiated on 11-jul-2022 with global ptc number (B)(4) for synvisc, batch number: 6rsp017b and the results were pending for the same. Based on the information received on 05-jul-2022, the incident characterization field was updated to blank and radiobutton of other reportable side-effects was unticked. This information was amended. Additional information was received on 03-aug-2022 from other healthcare professional (from quality department). Batch number was updated from 6rsp0178 to 6rsp017b. Strength and gptc number was added. Text was amended accordingly.

Event description:
Heart surgery [cardiac operation]. Case narrative: this case is linked to cases (B)(4) (multiple devices). Initial information received on 05-jul-2022 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. On (B)(6) 2018, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection at dose of 2 ml thrice (lot - 6rsp017b; expiry date: 31-dec-2019) (indication: unknown). On an unknown date, after unknown latency, the patient was in the hospital because she had heart surgery. He did not recall when she had the surgery and did not provide any other information. This event was assessed as medically significant. The patient was hospitalized for this event. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results. This case is for the second injection. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (heart surgery). At time of reporting, the outcome was not recovered for the event heart surgery. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated on 11-jul-2022 with global ptc number (B)(4) for synvisc, batch number: 6rsp017b; 31-dec-2019 and ptc stated the production and quality control documentation for lot # 6rsp017b expiration date (2019-12) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 22aug22 there are 11 complaints on file for lot# 6rsp017 and all its related sublots: 8 complaints on file for lot 6rsp017: (3) loose luer-lok hubs, (1) loose/leaky syringe(2 syringes), (1) detached luer-lok hub, (1) leaky syringe, (1) extrusion difficulty and (1) loose plunger rod. 3 complaints on file for lot 6rsp017b: (3) adverse event reports. Sanofi will continue to monitor complaints as stated in (B)(4) product event handling to determine if a CAPA (corrective and preventive measures) is required. The final investigation was completed on 29-aug-2022 (closed ptc date) with no assessment possible. Based on the information received on 05-jul-2022, the incident characterization field was updated to blank and radio button of other reportable side-effects was unticked. This information was amended. Additional information was received on 03-aug-2022 from other healthcare professional (from quality department). Batch number was updated from 6rsp0178 to 6rsp017b. Strength and gptc number was added. Text was amended accordingly. Additional information was received on 29-aug-2022 from other healthcare professional (from quality department). Expiry date added. Ptc results added.

Manufacturer narrative:
Sanofi company comment for follow up dated 03-aug-2022: follow up information received does not change prior case assessment. This case involves a 75 to 79 years old female patient who had heart surgery after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product was assessed as not reportable depending on safety profile and mechanism of action of medical device. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.